Event description:
The account alleged the bed hi/low would raise on its own intermittently. No pt impact.

Manufacturer narrative:
The tech replaced the foot hi/low limit switch to resolve the issue.